Event description:
An optometrist reported a pt who's near vision "struggles" cannot be corrected with an eyeglass prescription. The pt had bilateral intraocular lens (iol) implants in 2006; a short time later, the pt was diagnosed with parkinson's disease. The optometrist reported that the implanted lenses were not a good choice for this pt. Additional information has been requested. There are two medical device reports associated with this event. The report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).